Event description:
It was reported to philips that the screen became dark during smart mask due to foot pedal operation on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service provided remote guidance and linked the issue to user workflow. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).